Event description:
A malfunction alarm was reported by the customer with the display of a specific malfunction code, which was resettable with technical assistance provided. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccur.